Event description:
An ortho clinical diagnostics (ocd) analyst found that unexpected (B)(6) results (patient panel sample 1=(B)(6) and patient panel sample 2= (B)(6) versus an expected patient panel sample (B)(6), were obtained for patient panel samples during routine post expiry testing of stability data for vitros ahbs kit lot 4080 using a vitros eci immunodiagnostic system. A biased result of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No patient samples were affected because this testing was not performed in a clinical laboratory setting. The (B)(6) results were not reported to a physician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed two false positive results were obtained using two negative patient panel samples respectively, using vitros ahbs reagent kit on a vitros eci immunodiagnostic system. Analysis of all vitros ahbs lot 4080 complaints found no additional related complaints had been obtained by ocd. Acceptable quality control results were obtained during the same test event. There was no evidence found to suggest an instrument malfunction contributed to the event. Patient samples were not tested in a clinical laboratory setting during the event and no allegations of patient harm were made as a result of the event. Root cause could not be determined, however, the performance of the vitros ahbs reagent cannot be ruled out as a contributing factor. The is ongoing.